Manufacturer narrative:
The field service engineer checked the analyzer and found that the vacuum probe of a rinse station was clogged. After service actions were performed, the issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the crep2 (creatinine plus ver.2) assay on a cobas 8000 c 701 module. Examples of four patient samples were provided by the customer: patient 1: the sample initially resulted in a crea2 value of 5.97 mg/dl and repeated as 0.79 mg/dl. Patient 2: the sample initially resulted in a crea2 value of 4.04 mg/dl and repeated as 0.82 mg/dl. Patient 3: the sample initially resulted in a crea2 value of 7.17 mg/dl and repeated as 0.70 mg/dl. Patient 4: the sample initially resulted in a crea2 value of 5.17 mg/dl and repeated as 0.80 mg/dl. Some of the questionable results were reported outside of the laboratory and questioned by the physicians. The crep2 reagent lot was 702641 with an expiration date of 30-nov-2023.